Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, an unknown device failure occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician reportedly is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, the device was shipped for return but was not received at the manufacturing site for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Clarification of event, subsequent to the initial medwatch report: common femoral arteriotomy closure was attempted, using the proglide device. As initially reported, "an incident occurred involving the proglide device." No device malfunction or adverse event was specified. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.